Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. Unable to perform any test or verify no delivery alarm due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. The customer also reported no delivery alarms on the insulin pump. The customer's blood glucose was over 200 mg/dl at the time of incident. Customer also reported their blood glucose rose to 400 mg/dl previously. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.